Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty with the ilet infusion setup in which the cartridge repeatedly came out and no insulin drops were seen over three consecutive cartridges, resulting in an inability to attach and deliver as expected; the user was guided through a full supply change, including replacing the connector, cartridge, tubing, and infusion set, followed by fill tubing and fill cannula, after which a follow-up check showed a blood glucose of 89 mg/dl. Symptoms included hyperglycemia prior to successful setup resolution. Outcomes included the need for troubleshooting and user education with restoration of insulin delivery. Investigation included remote technical assessment and procedural walkthrough of cartridge replacement and infusion set installation. Investigation of this case revealed probable improper or insecure connection of the cartridge and connector leading to interrupted insulin delivery, which was resolved by correct assembly and priming of the new cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that user technique and connection security were the most likely causes.